Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and as the malfunction did not recur, they were advised they could continue using the pump. The customer was instructed to call back if the issue reappeared and acknowledged this guidance.